Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Twelve days prior to the receipt of this report, the patient was hospitalized for one week for the peritonitis. On an unreported date, the patient began treatment with azithromycin intravenously (IV), gentamicin IV (doses and frequencies not reported) and fluconazole (daily, 200 mg, orally) for the peritonitis infection. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. On an unknown date in (B)(6) 2014, the patient experienced peritonitis. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).